Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose to display as "high," indicating it exceeded a known threshold. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support provided pump reset instructions and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any issues arose again.